Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the r-wave sensing was low, and brought about the concern that it would cause ventricular fibrillation sensing to be low. The device is still in use. No patient complications have been reported as a result of this event.